Event description:
Additional information was received, it was reported the patient's doctor redirected patient to representative. The patient started to charge every other day and the issue was resolved. It was also noted that when the patient woke up at 3-4 am their back vibrated excessively which last 2 minutes.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was using their recharger application and it said therapy off so the pt looked at their manual and it said on page 15 for them to call clinician so they were. Pt noted that they had charged their ins on october 31st and they charged from 20% to 100%; then 2 days later they went to charge the ins since it was saying the ins battery was empty and it took 30 minutes to charge the ins. Usually it only took 30 to 40 minutes to get the ins to charge but today after recharging their ins it said the therapy was off and now it said turn on recharger since it's not found. Pt said when they went to charge on november 2nd the ins discharged pretty fast. Prior to calling the pt charged their ins to 90% today but they had to go through a whole exercise 4 times before charging for it said it could not find it and was saying the recharger was not found reposition recharger. When the pt took the wireless recharger out of their belt there was no green light displayed on it. The pt was then able to charge the ins to 100% and then beeped saying therapy off. It showing therapy off then was no longer giving them the option to turn therapy on. Pt then used their communicator to connect to their therapy and they were able to turn therapy on. Pt had neuroscience turned on and it felt like their ribs were vibrating. Pt went to adjust therapy but it told them to wait due to the neuroscience. Pt said they will wait a few minutes of standing still. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since the ins was installed they would get "speed bumps" during the day where the ins would let them now the ins therapy was still there. Pt was using neurosense. But starting 3 days ago the pt noticed that if they would have the external equipment off and when they pick up the phone to use it they could tell if the phone was on by touching it for their fingers vibrate. When they would turn the phone off it did not vibrate. The remote they had their remote for their tv, communicator, and wifes phone did the same thing. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.